Event description:
During incoming inspection at covidien (B)(4), the device sounded an activation tone even though the activation button was not pressed. No injuries involved.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.